Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock. The implantable cardioverter defibrillator incorrectly diagnosed supraventricular tachycardia and delivered the high voltage therapy. Medications were administered/adjusted and the event was resolved without further consequences.